Event description:
It was reported that during a dialysis treatment with a vaxcel dialysis catheter, air bubbles were noted in the line. Pressure was added to the line and the air bubbles stopped. The catheter was removed and another dialysis catheter placed for continuation of treatment. No patient complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device manufacturer is unable to determine if the device met specifications. Follow up indicated this catheter was in place approximately 5 months and accessed 3 times per week during that time. Manufacturer believes user technique during accessing or patient anatomy may have contributed to this event. However, manufacturer is unable to determine the relationship between the device and the cause for this event from either hosptial. Directions for use outline appropriate placement, access and maintenance procedures.